Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. Upon the ccc specialist's instructions, the customer reseated the reagent arm (r2) probe tip, checked the tubing nut and aligned it, and verified all alignments. The customer performed a five test precision testing on a sample and all results were 0.00 ng/ml. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran a system check, which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist determined that all samples used a small sample container cup which does not perform a full level sense of the sample. The potential cause of the discordant, falsely elevated ltni result on one patient sample was due to a sample handling issue. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00240 was filed for the same event.

Event description:
Discordant, falsely elevated cardiac troponin-I (ltni) results were obtained on one patient sample upon initial and repeat testing on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting lower. The sample was also repeated on the same instrument, resulting higher and falsely elevated. The result from the alternate dimension exl instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni results.